Manufacturer narrative:
A ge oec service representative investigated the issue and found the system required a single board computer (sbc) upgrade. The sbc upgrade was performed with associated components to restore system function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have the cine function not working.